Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user manual: you should avoid activities which could expose your system to temperatures below 5ºc (40ºf) or above 37ºc (99ºf) h3 other text : device not returned.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was exposed to high humidity. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. There was no adverse impact to the customer¿s blood glucose level.